Manufacturer narrative:
The cause of the optical signal issue was not determined due to lack of product and data logs returned.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp, being used on a 74 year old male patient for support during a high risk cardiac procedure, had an "optical sensor failure;' that occurred mid procedure. There were no aortic or left ventricular waveforms or values on aic. The troubleshooting for this event is unknown but the procedure was completed successfully. There was no patient harm reported.